Event description:
Radiologist, working in the operating room setting, tried to place stent into delivery catheter, but the stent deployed before it reached the (manufacturer recommended) delivery catheter. Manufacturer response for enterprise stent, codman enterprise device and delivery system (per site reporter): the physician proceduralist (radiology/ir) contacted the codman representative for our hospital who manages enterprise stents with our group to alert the company of this quality and safety issue. The physician is meeting with the representatives of the company to review the technical problem. We will be starting to use their next generation device, enterprise 2, as a replacement product in the near future. This has been approved by the irb for hde devices. In simple terms, the stent would not pass through the approved prowler select plus 2.3 fr microcatheter to be delivered into the patients arteries for treatment. This was a technical issue and did not cause medical problem for the patient. The physician tried two enterprise stents, and both had the same problem. At the trailing end of the stent, there was friction, and the devices could not be passed forward into the microcatheter. The stents were both retrieved and device from another company was used.

Event description:
Radiologist, working in the operating room setting, tried to place stent into delivery catheter, but the stent deployed before it reached the (manufacturer recommended) delivery catheter. Manufacturer response for enterprise stent, codman enterprise device and delivery system (per site reporter): the physician proceduralist (radiology/ir) contacted the codman representative for our hospital who manages enterprise stents with our group to alert the company of this quality and safety issue. The physician is meeting with the representatives of the company to review the technical problem. We will be starting to use their next generation device, enterprise 2, as a replacement product in the near future. This has been approved by the (B)(6) for hde devices. In simple terms, the stent would not pass through the approved prowler select plus 2.3 fr microcatheter to be delivered into the patients arteries for treatment. This was a technical issue and did not cause medical problem for the patient. The physician tried two enterprise stents, and both had the same problem. At the trailing end of the stent, there was friction, and the devices could not be passed forward into the microcatheter. The stents were both retrieved and device from another company was used.